Event description:
Balloon was placed through an 8fr sidearm sheath and then inflated inside vessel. Balloon would not deflate. Had to open stop cock and push dye out of "intelliflator," close stop cock and pull back to successfully deflate balloon.